Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's implantable cardioverter defibrillator was explanted and replaced due to advisory. The patient was recovering.